Event description:
It was reported to arthrocare that a patient underwent an arthroscopic rotator cuff repair procedure using two opus speedscrew 5.5 implants. Allegedly, one of the implants did not deploy and lock the suture. The surgeon lost visualization of the second implant and reverted to a mini-open procedure to complete the repair. The surgery was completed without further incident and without patient injury.

Manufacturer narrative:
A visual inspection of the device was performed. The device was received deployed. Cobraid magnumwire was received reeled through and the suture ends were found broken/shredded. Based on the observations, it's believed that the suture was over tensioned, which caused the suture to break. The anchor was not returned therefore it can't be inspected. A lot history review was also performed. No abnormalities were found that were related to the product problem. The root cause of the product problem was determined to be from excessive tensioning (over tensioning the suture) or force. The second device used in the procedure was filed under MDR 203280-2011-00054. (B)(4).